Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance recovering lost data for a patient that expired, from their philips intellivue information center (piic). Patient involvement is currently unknown.

Manufacturer narrative:
It was noted that the patient expired due to a surgical error/medical accident. Follow-up with the key market indicates that patient expired due to failure to intubate during surgery, which resulted in hypoxic encephalopathy, and that there was no associated malfunction of a philips device. The customer was calling for assistance recovering patient data from the piic. The reported difficulty was indicative of application support. A philips field service engineer (fse) assisted the customer in retrieving the requested data. The device remains in use at the customer¿s site. No further investigation or action is warranted at this time.

Event description:
The customer requested assistance recovering lost data for a patient that expired, from their philips intellivue information center (piic). The patient died.